Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in bacterial peritonitis manifested by abdominal pain and cloudy pd effluent. The breach was further described as the patient demonstrated poor connection technique during therapy. The patient was hospitalized on the same day as onset of the peritonitis and was treated with vancomycin (intraperitoneally, 2.5 gram, frequency not reported) and gentamycin (0.6 milligram per kilogram (mg/kg) route and frequency not reported). Treatment was ongoing. One day after hospitalization, pd catheter was removed and therapy was discontinued. At the time of this report, the patient was still hospitalized and was recovering. It was not reported if the patient was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.